Manufacturer narrative:
No critical pump error (open book image) alarm noted during testing however, pump error alarmed during self test due to cold solder joint at keypad assembly. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, overlay scratched, broken reservoir tube lip, keypad overlay texture damage, fading end cap address label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 79 mg/dl at the time of the incident. The customer reported red x on the display. The customer did not troubleshoot the issue. The customer was advised to return the broken pump for analysis. The insulin pump will be returned for analysis.